Manufacturer narrative:
Follow-up #1: date of submission 14-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 02-mar-2018 with the following findings: review of the pump alarm history occlusion during prime step causing slow motor and cs064. On investigation, the pump powered on and ez-prime steps successfully completed without any errors, alarms or warnings occurring. Investigation did not duplicate the complaint. There was no damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue.